Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Upon installation at the user facility, the sales representative became aware that the asset evis exera iii video system center reportedly "displays a green screen". During troubleshoot, the sales representative determined it to be an "out of the box failure". No patient injury or harm was reported. The device will be returned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The evaluation determined that the unit passed all functional testing. Based on the results of the investigation, a definitive root cause could not be established. As the device was found to pass all testing, the reported phenomenon could not be confirmed. Olympus will continue to monitor field performance for this device.